Manufacturer narrative:
H6: investigation summary bd had not received samples or photos from the customer for investigation. Therefore, 20 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported with the use of the bd vacutainer® sst¿ ii advance plus blood collection tubes underfill or low draw of a tube with blood was experienced. The following information was provided by the initial reporter: the customer stated ¿blood was collected using bd syringe, and then transferred to edta 2ml 368841 tube via btd lot 9113601 at intensive care. It was seen that tube was not filled properly¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® sst¿ ii advance plus blood collection tubes underfill or low draw of a tube with blood was experienced. The following information was provided by the initial reporter: the customer stated ¿blood was collected using bd syringe, and then transferred to edta 2ml 368841 tube via btd lot 9113601 at intensive care. It was seen that tube was not filled properly¿.